Event description:
Discordant, falsely low potassium results were obtained for four patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were rerun on another anayzer and resulted higher and the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low potassium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting the tsc specialist discovered the potassium (k) electrode required replacement. The cause of the discordant, low potassium results is a malfunction of the potassium electrode. The customer calibrated and performed qc on the instrument. This instrument is performing according to specifications. No further evaluation of this device is required.